Manufacturer narrative:
The unit had an intermittent button response and a button error alarm due to a corroded keypad. The unit had no moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator, and battery tube assembly during visual inspection. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report a button error alarm. The customer stated they wore the insulin pump in the rain. The customer's blood glucose level was 104 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.